Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2012. According to the complainant, during the procedure, when the physician bowed the device, the cut wire broke. No part of the device fell off into the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician bowed the device, the cut wire broke. No part of the device fell off into the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the paint marker on the tip was peeled. The exposed cut wire was broken on the distal end at the distal pierce hole and the proximal end of the wire was retracted into the extrusion and bent. Both ends of the broken cut wire appeared burnt/blackened. The distal pierce hole was blackened/burnt and the proximal pierce hole was melted. The exposed section of the cut wire was broken on each end and the center portion was not returned. Review and analysis of all available information indicated the most probable root cause for this event was "operational context", likely due to the procedural factors/generator settings. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.